Manufacturer narrative:
As reported, there was a mynx ace vascular closure device (vcd) failure due to the balloon leaking during patient use, hence losing pressure. In order to complete the procedure, another mynx ace was used to achieve hemostasis. There was no patient injury. The intended procedure was a percutaneous transluminal angioplasty (pta). There were no damages or anomalies noted to the mynx ace vcd or packaging prior to use. The device was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery. A non-sterile mynx ace vascular closure device involved in the reported complaint was returned for investigation. The procedural sheath was not returned. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal tip. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), which suggests that the patient anatomy and/or other procedural devices may have contacted the balloons, potentially contributing to a tear in the balloon. Review of lot f1632101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿balloon loss of pressure¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be determined. However, procedural factors and/or vessel characteristics may have been contributing factors to the event reported. According to the product instructions for use, the safety and effectiveness of mynx ace has not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the device history record review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4).   The device is available to be returned for analysis, however, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a mynx ace vascular closure device (vcd) failure due to the balloon leaking during patient use, hence losing pressure. In order to complete the procedure, another mynx ace was used to achieve hemostasis. There was no patient injury. The intended procedure was a percutaneous transluminal angioplasty (pta). There were no damages or anomalies noted to the mynx ace vcd or packaging prior to use. The device was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery.